Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument stopped working therefore, customer replaced with another one and continued with the procedure. The procedure was delayed by 5 minutes and was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument blade remained static. Surgeon was unable to cut the tissue. It was unknown if the instrument failed to provide energy. The surgeon asked to change the instrument upon noticing that it was not moving.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at distal end.